Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii-iii. Device serial numbers provided as sn (B)(4) lot 2080453. Sn (B)(4) lot 2368961. Corresponding detail indicating which side each serial is related to was not provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient's representative reported "doctor diagnosed capsule formation grade 2-3 on the right-hand side and grade 2 on the left-hand side¿, "the area surrounding the breasts is sore and the breasts are tender", folds were found", plus other non-device related symptoms such as "compressing pain in the thoracic spine, "vague symptoms in my body have been increasing for a year, and fibromyalgia is currently suspected.¿, "I am unable to work properly. I also have autoimmune symptoms with no obvious cause.¿ the device remains implanted. This record relates to the right side.